Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the balloon material identified a longitudinal tear. The tear measured approximately 1cm in length and was positioned over the proximal markerband. A microscopic examination of the proximal markerband identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was selected and advanced to treat the target lesion. Upon inflation, it was noted that balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous left external iliac artery. A 6.0 x 40, 75 cm mustang balloon catheter was selected and advanced to treat the target lesion. Upon inflation, it was noted that balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.